Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to verify watchdog timeout alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that insulin pump had watchdog timeout. The customer¿s blood glucose level was unknown at the time of the incident. The product will be returned for analysis.